Event description:
Surgeon reported dissolution and fragmentation of vicryl sutures used for conjunctival transplants noted one week post-op in three patients who had the same procedure at our facility on two consecutive days two patients had surgical repair of wound dehiscence, one had healed sufficiently without surgical repair. Suture in stock was immediately returned to manufacturer, however since this was reported one week after surgery, the probability of suture used being from boxes of returned stock is low.other patients involved with this device:17. Age 18. Sex 49 m 37 fdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: none or unknown, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.